Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a device replacement was planned for a date in the future. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported that the device emitted beeping tones. Review of remote interrogation data revealed a voltage too low for remaining capacity fault message. A copy of device memory was submitted for analysis. Analysis of device memory confirmed that the fault message was appropriate and no other suspicious faults or resets were stored within device memory. Therapy delivery was unaffected. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.